Event description:
It was reported by the affiliate that the (1) msm20 was used during an unknown procedure. It was reported that the device would not deliver clips. The case was completed with another instrument. There was no pt consequence.